Event description:
It was reported that this patient has had a history of ventricular tachycardia storm and has received therapy in the past. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. The patient was brought in and the noisy signals were not reproducible, however there was lower signal amplitudes. The entire system was subsequently explanted and replaced. No additional adverse events were reported.